Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: there was an incident reported involving premix kcl 20mmol in 100ml wfi. Premix kcl 20mmol in 100ml wfi is not listed in the drug list of infusomat space pumps installed in the hospital. Upon receiving the order, staff nurse initiated the infusion without drug library. Staff nurse proceeded to key in the infusion parameters into the pump and started the infusion. After a while, patient started to display cardiac related symptoms of overdosing, physician then checked on the patient and realized that the rate running on the pump was not the intended infusion rate.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.